Manufacturer narrative:
Device evaluation summary: device evaluation monitor sn (B)(4) is underway. Upon evaluation the monitor was resetting during a pulse test. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The last patient to us this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) was resetting during a pulse test. The last patient to use this monitor did not report any deficiencies.